Event description:
It was reported that caller did not see drops of insulin at end of cartridge tubing during occlusion alarm cartridge bolus steps. There was no adverse impact to the customer's blood glucose level. Caller confirmed using room temperature insulin, acknowledged that cartridge should not be refilled or reused, and, with guidance from technical support, filled and loaded new cartridge on pump, saw insulin drops during tubing fill, and successfully resumed insulin delivery, resolving issue. Cts to replace pump. Customer will continue to use current pump.